Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that during pre-treatment set up the staff was unable to turn on the machine, and that there was a burning smell. The biomed stated that there was no smoke, no spark, or flame observed. Upon further inspection of the fresenius 2008t hemodialysis (hd) machine it was discovered that the actuator board had sustained some heat damages and that there was visible burn marks on the actuator board. The burned board was noticed during machine repair. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 18,000 hours and the actuator board was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned actuator board. A fresenius regional equipment specialist was onsite to perform machine repair, and replaced the actuator board, which resolved the issue. The unit was returned to service at the user facility without reoccurrence of the event. The actuator board is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Device evaluation: the actuator board was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned board showed signs of heat damage and burn marks. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burned actuator board. The on-site res technician replaced the actuator board to resolve the issue and return the machine to service.

Event description:
A biomedical technician (biomed) at a user facility reported that during pre-treatment set up the staff was unable to turn on the machine, and that there was a burning smell. The biomed stated that there was no smoke, no spark, or flame observed. Upon further inspection of the fresenius 2008t hemodialysis (hd) machine it was discovered that the actuator board had sustained some heat damages and that there was visible burn marks on the actuator board. The burned board was noticed during machine repair. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 18,000 hours and the actuator board was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned actuator board. A fresenius regional equipment specialist was onsite to perform machine repair, and replaced the actuator board, which resolved the issue. The unit was returned to service at the user facility without reoccurrence of the event. The actuator board is available to be returned to the manufacturer for physical evaluation.